Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn has been completed. Upon eval. The driven ground (brown) wire had an intermittent connection at the te3 solder pad on the pca board in the distribution node, causing the driven ground resistance reading to vary. The cause of the test failure was the varying resistance. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.